Manufacturer narrative:
(B)(4). The customer reported that the device can be disabled by running the opcheck improperly. Additionally, even though the device has german software, the device requests the user to enter a password and rerun the opcheck in english. Note that these described symptoms are normal device behavior. Therapy knob failures generated in opcheck result in the device only being capable of powering up in service mode, which is always in english. Philips investigated the clarity of the instructions for use for performing opcheck on xl+devices. It was determined that added clarity in the instructions for use were necessary to improve user understanding of device behavior during opcheck. Service bulletin (B)(4) was released to clarify these instructions. Additionally, software revision (released 02/17/2012) a.01.00 provides an enhancement to the opcheck where the device does not go into service mode after a therapy knob opcheck failure. We are considering this a malfunction in labeling.

Event description:
The customer reported that the device can be disabled by running the opcheck improperly. Additionally, even though the device has german software, the device requests the user to enter a password and rerun the opcheck in english.